Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mlp991, and no non-conformances related to the reported complaint condition were identified. Investigation summary: two sealed boxes of product code 8704, lot # mlp991 were returned for evaluation. The complaint sample was not received for analysis and the box contains a dozen of samples. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent CABG procedure on an unknown date and suture was used. The suture material was broken when the surgeon conducted continuous suturing passage during vessel anastomosis in coronary artery bypass graft surgery. The surgeon did not tie any knot before suture breakage. The surgery was completed by opening another lot of the same suture. The procedure was completed successfully. There were no adverse patient consequences reported.